Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had a driveline disconnect. He stated all of his cords were tangled and he took a short cut by unplugging his driveline quickly to untangle everything. He was reeducated that he should never do this in this situation. Log file analysis confirmed the driveline disconnect on (B)(6) 2020. At 9:06:27 am which reconnected at 9:06:38am. The pump was off for approximately 32 seconds. Patient was asymptomatic. There was no change in plans for the patient. Driveline alarms did not recur.

Manufacturer narrative:
Manufacturer's conclusion: analysis of the submitted log files confirmed driveline disconnect alarms that appear consistent with the center¿s report that the patient disconnected the driveline to untangle the power cords, then reconnected. The system controller event log file contains data from (B)(6) 2020 at 09:26am through (B)(6) 2020 at 10:34am. The event log captured a driveline disconnect event and associated alarms on (B)(6) 2020 at 09:06:27 am. The pump appeared to be stopped for approximately 12 seconds, resuming operation at 09:06:39 am after the driveline was reconnected. This appears consistent with the reported event that the patient disconnected the driveline to untangle the power cords, then reconnected. No additional atypical events were captured for the duration of the file. The system appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. Both the heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them, and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.